Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out procedure. During the procedure it was noted that the right ventricle lead had insulation damage. The lead was capped and replaced during the procedure on (B)(6) 2020. Patient was stable.